Manufacturer narrative:
The relevant retention test strips (lot 200779) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable. The retention material performed as specified.

Manufacturer narrative:
There was no evaluation of the suspect device since the customer did not return the strips.

Manufacturer narrative:
(B)(4)

Event description:
The caller reported that the result of 3.0 inr was obtained on the patient with a coaguchek xs meter (serial number (B)(4)) compared to the lab result of 2.2 inr. The patient did not receive any treatment. The patient is not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. There was no special or unusual diet reported. The patient's therapeutic range is 2.5-3.5 inr. The customer is feeling okay. There was no adverse event. The suspect product was requested to be returned and replacement product was sent.